Manufacturer narrative:
This follow-up submission is to communicate the chemistry results which were previously not available at the time of the initial submission: per chemistry study (B)(4) the ir spectrum of the unknown light yellow particulate showed similar absorption characteristics when comparing to polyimide like material.

Event description:
It was reported that "unknown plastic-like material was found inside the vamp plus before use."

Manufacturer narrative:
We received one single dpt - vamp plus (B)(4) cdp kit for examination. Priming solution was visible inside of the kit. One unknown particulate was found inside of the vamp reservoir. The particulate was light yellow in color and approximately 0.032" x 0.067" in size. The particulate did not get flushed out of the kit during 5 minutes of continuous flushing. The particulate was removed and sent to chemistry for further analysis. A supplemental report will be forthcoming with chemistry results. A review of the manufacturing records indicated that the product met specifications upon release.